Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that patient presented in clinic for normal follow-up and was asymptomatic. Noise was observed in a stored egm episode as vf. Patient did not receive therapy. Impedance was stable but the noise was reproducible. Physician plans to extract and replace the lead but the lead remains implanted for now.